Event description:
A malfunction alarm with the code malf 12 was reported, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level, as the specific impact was unknown. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.